Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a quantity error. The technical support specialist remoted in and found no issue. The system functioned as intended after technical support specialist the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank system prevented the user from issuing medication to patient. The customer added that there was a medication quantity error. However, there were no adverse events or injuries reported based on this event.